Event description:
Strattice was utilized during a ventral hernia repair. All sutures placed pulled through during the procedure. The surgery was completed with another piece of strattice. The patient is doing fine.

Manufacturer narrative:
Method of evaluation: review of reported information. Review of device history records for the device. Review of the lifecell complaint system for any other complaints reported to lifecell against this lot. Results of evaluation: review of the device history record resulted in no remarkable findings. Lot s11008 passed all qc release criteria, including suture retention testing and tensile testing. There were no deviations related to the nature of this complaint. (B)(4). Conclusion: based on the information provided and internal investigation into the complaint-related lot, the device met qc release criteria, including tensile testing. The product was not returned to lifecell. A root cause for this event could not be determined. Product was not returned to lifeccell